Event description:
It was reported that the pump was alarming as the patient was two weeks past his scheduled refill. At the time of report, the physician was attempting to refill the reservoir. The patient was screaming from being in "so much pain' from his spasms. It was noted that the patient was always "contracted", but this wasn't his normal behavior. The drug used in this system was baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10956r29, implanted: (B)(6) 2001. Product type: catheter. (B)(4).